Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There was no reports of any adverse patient events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.